Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186ans, UDI:(B)(4), serial: (B)(4), batch: a000134804. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported a cerebrospinal fluid (csf) occurred while the physician was placing a lead. As a result the patient received and blood patch and the incision was closed. Follow up indicated the patient was doing well postoperatively.